Event description:
As reported: "the surgeon could not get the locking screw to lock in the plate".

Manufacturer narrative:
The received x-rays were reviewed, based on the x-rays it is not possible to confirm if a locking screw is locked or not, it can only be confirmed that all screws are flush with the plate. A device inspection was not possible since the affected device was not returned, therefore no further evaluation is possible and the complaint is rated as unconfirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No deviation from the specifications was noted. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected and without evaluation of the affected screw the root cause of this event cannot be defined. However, related the reported failure mode regarding the locking of the variax2 screw it can be mentioned that as part of our post market surveillance activities a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 locking feature. The deep investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this deformation from happening: ¿caution ¿ with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. ¿ final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface¿ if any further substantial information or the material is provided, the investigation report will be updated.

Manufacturer narrative:
Based on the available information, the device will not be returned. Therefore, an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in the patient.

Event description:
As reported: "the surgeon could not get the locking screw to lock in the plate".